Manufacturer narrative:
The touchscreen was returned for failure analysis. Visual inspection observed a crack in the left center position on the touchscreen. The customer complaint was verified. The touchscreen failed calibration, the crack on the screen is interfering with the calibration.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty touchscreen. The fse replaced the touchscreen to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Following the repair, the device was placed back into service.

Manufacturer narrative:
Date of report: 17sep2021. (B)(6).

Event description:
It was reported to philips that the device's touchscreen was not functioning. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.